Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not function was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI : (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the reciprocating saw device did not function, moving parts of the device did not move smoothly, and the device was frozen/would not move. It was further determined that the device failed pretest for check oscillation frequency and check for free movement. It was noted in the service order that during an unspecified surgical procedure the device did not function. It was reported that a spare device was available for use and the procedure was successfully completed. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.